Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted to date. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had bilateral refractive lens exchange (rle) and was implanted with the multifocal intraocular lenses (iols) model zxr00 has digressed in visual acuity. The patient complains of blurry vision in the both eyes (ou). The onset was progressive. It effects both near and far vision and the symptom is frequent and occurred all the time. Patient reports that her vision has not been clear since cataract surgery in 2016, that the surgery did not help much and that her near visual acuity (nva) is worse, than distant. The patient also reported of having dry eye. The patient had yttrium-aluminum garnet (yag) posterior capsulotomy procedure performed on both eyes (right eye was done on (B)(6) /2017 and left eye was done on (B)(6) 2017) to remove the opacity and to improve the vision. However, the patient was dissatisfied with the surgical outcome of yag and still reported that her visual acuity was constantly blurry. The patient was prescribed with the ocular medications such as xiidra 5% eye drops, restasis 0.05% eye drops (1 drop twice a day) in both eyes (ou) as well as artificial tears (pf) 0.1%-0.3% drops. The optical coherence tomography (oct) test performed on the left eye of the patient on 12/21/2017 shows evidence of posterior vitreous detachment on that eye. Visual acuity (distance) performed on (B)(6) 2017: right eye (od): 20/50, left eye (os): 20/40. Manifest refraction: right eye (od): +0.50 +0.50 x 162, add: +2.00, left eye (os): +0.75 +0.75 x177, add: +2.00. No further information was provided. This report will capture the lens implanted in the patient's left eye (os). A separate report will be filed for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that the following corrections were inadvertently not included in the initial or supplemental#1 MDR: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: based on new information received, the patient has been counseled that her tear film is still unstable due to dry eye. They must be able to get a consistent refraction prior to considering additional surgical options. The patient will continue dry eye therapy as instructed. The patient is still very unhappy with her near vision. Patient's distance vision was 20/20 and j7 uncorrected in her right eye (od); while her distance was 20/20 and j5 in her left eye (os). Product will not be returned as lenses remain implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.